Event description:
Reportedly, some episodes showing mv oversensing on the atrial channel leading to inappropriate switch in fallback were recorded in device memories.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Minute ventilation (mv) signal oversensing (8 hz atrial noise signals) was observed on the atrial channel in the device memory leading to ventricular pause < 3 seconds. This issue is triggered by the detection of the 8 hz minute ventilation sensor current pulses. This form of noise / oversensing is likely attributed to an atrial lead issue manifesting itself in the form of 1. A high impedance (atrial lead integrity issue or atrial lead connection issue) and/or 2. A high polarization at the tip of the atrial lead. Based on available information, no anomaly is suspected with the pacemaker. Recommendations: to prevent the mv oversensing in the atrial channel the atrial sensitivity value could be set to 1,2 mv reprogramming remains physician¿s responsibility.

Event description:
Reportedly, some episodes showing mv oversensing on the atrial channel leading to inappropriate switch in fallback were recorded in device memories.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Minute ventilation (mv) signal oversensing (8 hz atrial noise signals) was observed on the atrial channel in the device memory leading to ventricular pause < 3 seconds. This issue is triggered by the detection of the 8 hz minute ventilation sensor current pulses. This form of noise / oversensing is likely attributed to an atrial lead issue manifesting itself in the form of 1. A high impedance (atrial lead integrity issue or atrial lead connection issue) and/or 2. A high polarization at the tip of the atrial lead. Based on available information, no anomaly is suspected with the pacemaker. Recommendations: to prevent the mv oversensing in the atrial channel the atrial sensitivity value could be set to 1,2 mv reprogramming remains physician¿s responsibility.